Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported medication required and unexpected medical intervention were results of case specific circumstances as medication was given and additional aspiration was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a thrombus was observed on the guidewire in the right atrium. Heparin medication was given to the patient. Aspiration was performed for removal of thrombus and was unsuccessful. Thrombus was initially observed on transeptal wire and is believed to be moved by steerable guide catheter (sgc). The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.